Event description:
It was reported, the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg. It has been over six months since she last charged her ipg. The pt is working with her physician to determined the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-05242011-002-r.